Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) was revised due to dislodgement. This lv lead was placed in a different vessel. Remains in service. No additional adverse patient effects were reported.